Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving baclofen [2000 mcg/ml] at a rate of 720 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient had fluid filled pockets on both the spine and pump incision sites. The patient wasn't reaching optimal therapy and was still having spasticity and the need for oral medication. There were no known environmental factors to report. Once in the or, the physician held the patient's breath to find the source of the cerebrospinal fluid (csf) leak. A catheter access port (cap) procedure to test for catheter leaks and patency was also performed. Everything was connected and there were 3 cc's of csf removed from the cap port. The physician then put extra sutures around the anchor. The sutures were tied around what was thought to be the csf leaks and the leak appeared to resolve after the sutures were placed. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.